Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.

Event description:
On 10/30/2024, it was reported by a sales representative via (B)(4) that an abs-10062t angel® cprp system with aspiration kit malfunctioned. This occurred during use when they ran bone marrow in the angel machine, and the kit did not give any prp. They put in about 55cc of marrow and ran the machine on 50cc total volume. It turned out only 42cc got processed, the machine whistled loudly and said insufficient fill, so they reprocessed the same blood on 40 total volume, and it whistled really loudly again. Then when it distributed the product to each bag, nothing went into the prp syringe, even though they primed it.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.